Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a stored treated event that was requested for review. Technical services (ts) analyzed device episode data and found that the event was caused by t-wave oversensing. This resulted in one inappropriate shock. Ts found another treated event from five months prior where there was one inappropriate shock delivered due to oversensing of possible electromagnetic interference (emi). Ts recommended reprogramming the sensing vector from primary to alternate as well as a treadmill test. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.